Event description:
Surgeon was reaming a humerus and the reamer head broke inside the bone. Surgeon removed the reamer head and one piece remains in the bone. Surgeon used another reamer head to complete the procedure.

Manufacturer narrative:
Add'l info has been requested. Subject device is an instrument and is not implanted or explanted. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested.